Event description:
Complainant alleged that during functional testing, the device prompted a "self-test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the user not pressing the coulomb counter button after a battery change. The coulomb counter button is required to be pressed after a non-rechargeable battery is installed. The coulomb counter was reset to remedy the report. The device was recertified and returned to the customer.